Event description:
It was reported that: "broken screwdriver handle; would not hold screwdriver shaft."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.